Event description:
During the device evaluation, a burn was observed on the gastrointestinal videoscope's distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was likely the high-frequency treatment device was used without maintaining sufficient distance from the tip. However, a definitive root cause cannot be determined. The event 3 is detectable and preventable by handling device in accordance with the following instructions for use (IFU): gif/cf/pcf-190 series operation manual 3.3 inspection of the endoscope 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.